Event description:
It was reported that the user applied a freestyle libre 3+ sensor and did not scan or pair it in the ilet bionic pancreas app, resulting in an incorrect or missing pairing due to use of the wrong workflow; the agent provided education on scanning and pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed that no device problem was found, a usage problem was identified, and the issue related to improper procedure with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.